Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported that pt was admitted from cardiac cath lab to go for open heart surgery in the am. The rn stated that the pump was in autopilot 1:1 pumping without problems. EKG then developed an "a fib" appearance to it on the intra-aortic balloon pump (iabp) monitor, but no changes in the EKG on the bedside monitor noted. Received "trigger loss" alarm and the pump stopped pumping and did not switch to ap trigger although still in autopilot. The rn then said she changed all EKG leads/patches and issue reoccurred. Prior to calling the hot line, the rn switched out the pump with another iap-0500, and this pump is currently pumping in autopilot 1:1 with no EKG disturbance/interruption. The first pump has been removed from service and flagged for maintenance.